Event description:
It was reported that the water leaked from the foley catheter after the placement. Stated that when the user checked the catheter, the shaft was found to be broken. Also confirmed that there was no problem at the time of pretest. It was also mentioned that there was a balloon rupture or tear.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. Photo samples were returned as well. The photo sample also showed that the catheter had a bagger machine cut. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." "Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities." "Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the foley catheter after the placement. Stated that when the user checked the catheter, the shaft was found to be broken. Also confirmed that there was no problem at the time of pretest. It was also mentioned that there was a balloon rupture or tear.